Event description:
Initial result for a pt alkaline phosphotase was 146 u/l. When repeated, the results were 58 and 63 u/l. The incorrect result was not reported. The technical support rep confirmed preanalytics as the root cause of the issue. The customer has been coached on following the MFR's recommendation for processing of plasma tubes.